Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Drug manufacturer complaint analyst reported that a patient had a stoma created with placement of a peg- j tube on (B)(6) 2017. The patients' sister contacted the drug manufacture to report that the patient was in the emergency department at a hospital with a report of a blocked intestinal tube. The duodopa medication was reportedly running via a gastric port. The drug manufacturer representative provided the ER doctor with the management protocol for blocked tubes. The actions taken by the clinical staff to address this event are not known. No further information will be provided by the initial reporter. The device is not available for evaluation.

Event description:
Drug manufacturer complaint analyst reported that a patient had a stoma created with placement of a peg- j tube on (B)(6) 2017. The patients' sister contacted the drug manufacture to report that the patient was in the emergency department at a hospital with a report of a blocked intestinal tube. The duodopa medication was reportedly running via a gastric port. The drug manufacturer representative provided the ER doctor with the management protocol for blocked tubes. The actions taken by the clinical staff to address this event are not known. No further information will be provided by the initial reporter. The device is not available for evaluation. Additional information was later received. The problem was that the peg tube was leaking, so the patient had placed a cable tie around the peg. This reportedly seemed very tight, and may have contributed to the complaint about the tube being blocked. A different device was ultimately employed with this patient; the feeding tube was replaced. The original tube that blocked was a (B)(4). This had been placed through a flow-20-pull-I-s. The date for this was 1(B)(6) 2017. The product manager also later reported that the patient was trying to medicate though the j-tube. It was leaking at the adapter because it was blocked. The patient was believed to have placed the cable tie to try to stop the leaking at the adapter.